Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. Testing of the device at the facility determined that the issue was caused by a problem with the card cage. The involved card cage was returned to sorin group (B)(4) for evaluation. Testing of the returned card cage was unable to reproduce the problem. Without the ability to reproduce the issue, no root cause could be determined. (B)(4) stated that it is possible the problem occurred due to a contact problem. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that the speed of the s3 roller pump could not be adjust to zero. There was no report of pt injury.